Event description:
It was reported that this brady lead was a case of an attempted implant due to difficulty in position and lead damaged as the guidewire was backloaded and the back end of the guidewire was stiff and punctured the insulation. This brady lead was replaced, not implanted and returned for analysis. No adverse patient effects were reported.